Event description:
The customer reported a possible discrepancy. The donor is n- using the bioarray hea molecular beadchip kit; serology results were n+.

Manufacturer narrative:
Sequencing interpretation: the heterozygosity at alleles predicting the m and n antigens would normally represents a heterozygous mn individual. Sequencing has revealed a possible gyp hybrid originating in or around intron 2 (see right image aligned to gypa and gypb reference sequences) that abrogated precisetype hea test primer binding leading to a n- result on beadchip head2620_5. This also led to asymmetric amplification of sequencing results (see left image). Gyp hybrids are listed as a limitation of the precisetype hea test.

Event description:
The customer reported a possible discrepancy. The donor is n- using the bioarray hea molecular beadchip kit; serology results were n+.

Manufacturer narrative:
Sequencing interpretation: the heterozygosity at alleles predicting the m and n antigens would normally represents a heterozygous mn individual. Sequencing has revealed a possible gyp hybrid originating in or around intron 2 (see right image aligned to gypa and gypb reference sequences) that abrogated precisetype hea test primer binding leading to a n- result on beadchip head2620_5. This also led to asymmetric amplification of sequencing results (see left image). Gyp hybrids are listed as a limitation of the precisetype hea test. - attachment: [investigation report summary (B)(4).

Event description:
The customer reported a possible discrepancy. The donor is n- using the bioarray hea molecular beadchip kit; serology results were n+.